Manufacturer narrative:
(B)(6) 2015 no injury alleged. Malfunction alleged. MDR not filed. (B)(6) not filed.

Event description:
Left motor brake will not stay engaged.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, not able to duplicate issue. Gearbox, not able to duplicate issue. Motor - (B)(4): brake electrically engages/disengages properly during bench test. Wiggled wires and brake cam with no failure. Gearbox - (B)(4): brake static torque tested with torque wrench and exceeded 680 inch pounds. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, not able to duplicate issue. Gearbox, not able to duplicate issue. Motor - (B)(4): brake electrically engages/disengages properly during bench test. Wiggled wires and brake cam with no failure. Gearbox - (B)(4): brake static torque tested with torque wrench and exceeded 680 inch pounds. Left motor brake will not stay engaged.